Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified below-the-knee(bk) vessel. A 2mm x 40mm x 145cm coyote balloon catheter was advanced to pre-dilate the lesion. However, upon the fifth inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. Microscopic examination revealed that the balloon has 14mm longitudinal tear starting 15mm from the proximal markerband. There are numerous hypotube kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified below-the-knee(bk) vessel. A 2mm x 40mm x 145cm coyote balloon catheter was advanced to pre-dilate the lesion. However, upon the fifth inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No complications were reported and patient's status was good.